Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6).

Event description:
Reporter stated the customer experienced hyperglycemia of 460 mg/dl, and when she removed the infusion set, she saw the soft cannula was outside of her body. No adverse event was reported. The alleged product was discarded and cannot be returned for evaluation.